Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. There was no report of patient harm or injury. During the evaluation of the device at the manufacturer's service center, the device's lcd screen became blank. The device's lcd screen was replaced to address the issue. The device had evidence of physical damage.